Manufacturer narrative:
The investigation of delivery issues and vf/vt/af/at has been completed. The impella device was not returned for evaluation. Delivery issue: the root cause of delivery issue is determined to be patient condition because the surgeon able to get near aortic root, but unable to cross av due to tortuous anatomy of the patient. Vf/vt/af/at: the root cause of the vt/vf/at/af was unable to be determined due to insufficient clinical details. B1 product problem was inadvertently omitted on the initial manufacturer device report number 1220648-2025-31087.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock section: warnings & cautions: warnings ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position. [Addition for 5.0, 5.5 only] in instances where the impella pump has been placed prior to performing cardiac surgery with aortic cross clamping and cardioplegic arrest, care should be taken when manipulating the heart when the pump position is fixed with application of the aortic cross clamp across the pump catheter.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿ section: warnings & cautions: cautions ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ section: warnings & cautions: warnings ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance.¿

Event description:
The user facility reported a patient was admitted in with a planned high risk surgery of the root enlargement/aortic valve replacement/septal myectomy. The impella 5.5 failed to deliver across the valve as expected. While troubleshooting the delivery, the patient developed ventricular fibrillation and was shocked. The wire was replaced and the pump delivery was attempted again. The second delivery attempt was successful and the impella 5.5 supported the patient for just under eight hours until care was withdrawn. The patient expired.